Manufacturer narrative:
As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain, thrombosed filter, filter migration, and inability to remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Thrombosis within the filter does not represent a device malfunction. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain, thrombosed filter, filter migration, and inability to remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of hypertension, poliomyelitis with atrophy of the right lower extremity and some weakness of lower extremities as a consequence, atrophic right kidney and muscular pelvis secondary to polio, renal failure, renal cysts, transient ischemic attacks (tia), chronic obstructive pulmonary disease, mitral regurgitation, thalamus stroke, atrial flutter, atrial fibrillation, knee surgery, anxiety disorder, depression, smoking cannabis, and hyperlipidemia. Also, the patient developed a retroperitoneal hematoma post cardiac catheterization. After the retroperitoneal hematoma, the patient then developed extensive deep vein thrombosis (dvt) of the right lower extremity. The plan was to start coumadin therapy 2 weeks after discharge. The patient underwent implantation of the ivc filter due to having a dvt and bleeding. Per the implant record, the ivc gram was done and the ivc filter was successfully deployed at the l2-l3 vertebral level via the left femoral approach. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain, thrombosed filter, filter migration, and inability to remove the filter. Per the patient profile form (ppf), the patient reports the filter is embedded in the wall of the inferior vena cava (ivc), the device is unable to be retrieved and there are blood clots, clotting and/or occlusion of the ivc. There have been no documented attempts to remove the filter. The patient reports psychological injuries and mental anguish. Also, the patient reports pain, swelling and weakness. The patient states that the filter thrombosed, which caused pain, affected their ability to walk and engage in daily activities. Per the medical records, approximately one-month post implantation of the ivc filter, a doppler was done of the lower extremities, partial chronic thrombus is identified in the distal external iliac, common femoral, superficial femoral and popliteal veins with a small flow channel noted. The deep femoral, tibio-peroneal, greater saphenous and lesser saphenous veins appear patent. Approximately four months later, a doppler study was repeated and resulted in similar findings as the previous study. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, pain, swelling and weakness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Per the patient profile form (ppf), he patient received a trapease inferior vena cava (ivc) filter. The patient reports the filter is embedded in the wall of the inferior vena cava (ivc), the device is unable to be retrieved and there are blood clots, clotting and/or occlusion of the ivc. The patient became aware of the alleged events approximately on or about six years post implantation of the ivc filter. There have been no documented attempts to remove the filter. The patient reports psychological injuries and mental anguish as well as fear that the filter or fractured strut may move causing more damage. Also, the patient reports pain, swelling and weakness. The patient states that the filter thrombosed, which caused pain, affected their ability to walk and engage in daily activities. Per the medical records, the patient has a history of hypertension, poliomyelitis with atrophy of the right lower extremity and some weakness of lower extremities as a consequence, atrophic right kidney and muscular pelvis secondary to polio, renal failure, renal cysts, transient ischemic attacks (tia), chronic obstructive pulmonary disease, mitral regurgitation, thalamus stroke, atrial flutter, atrial fibrillation, knee surgery, anxiety disorder, depression, smoking cannabis, and hyperlipidemia. Also, the patient developed a retroperitoneal hematoma post cardiac catheterization. After the retroperitoneal hematoma, the patient then developed extensive deep vein thrombosis (dvt) of the right lower extremity. The plan was to start coumadin therapy 2 weeks after discharge. The patient underwent implantation of the ivc filter due to having a dvt and bleeding. Per the implant record, the ivc gram was done and the ivc filter was successfully deployed at the l2-l3 vertebral level via the left femoral approach. There were no reported complications. Approximately on or about one-month post implantation of the ivc filter, a doppler was done of the lower extremities, partial chronic thrombus is identified in the distal external iliac, common femoral, superficial femoral and popliteal veins with a small flow channel noted. The deep femoral, tibio-peroneal, greater saphenous and lesser saphenous veins appear patent. Approximately four months later, a doppler study was repeated and resulted in similar findings as the previous study. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.